Event description:
Artifact was seen on a mammogram image using the bella blanket. The technologist removed the bella blanket and repeated the mammogram to see if the blanket had caused the artifact.

Manufacturer narrative:
The artifact was still present on the mammogram image even after the bella blanket was removed.